Manufacturer narrative:
The surgeon has indicated that he is undecided whether he will perform any additional surgery at this time and states that he will notify davol should surgical intervention be decided. Based on the information available at this time, no conclusions can be made. A lot number was not able to be provided; therefore a review of the manufacturing records could not be conducted. If/when additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2004 - the patient underwent the repair of a ventral hernia and was implanted with a bard composix kugel hernia patch. In 2016 - the patient presented with abdominal pain. A CT was performed and indicates that the patient's omentum was between the abdominal wall and the composix kugel patch. As reported that patient is currently being treated for the abdominal pain with prescription pain medication.